Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per and found plunger easy to release from stopper-plunger. Evaluated two open/used reservoirs. Cannot performed manual test to reservoir due to the plunger not returned. Also using a new lab plungers reconnected; performed pre-fill reservoir test per. Found no air bubbles and no leakage anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leakage when plunger was disconnected from reservoirs.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was leak. Customer's blood glucose level was unknown. Customer also stated that the leak was at past 2nd o ring. It was also reported that the air bubble was present in reservoir. The device will be returned for analysis.